Event description:
It was reported that the patient presented in the operating room for a scheduled implant procedure. During procedure, it was noted that the right ventricular lead exhibited loss of capture when tried at multiple positions. The lead was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.